Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports being at step 4 aligners, wears them 10+ hours. The night aligners are causing clenching of the teeth and making the jaw uncomfortable where it's hard to open the mouth or put food since the jaw clicks & pops.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.